Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was crisscross staple formation after three to four clips fired. Once the next clips were "loading" they "shot out" of the device. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.